Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that ten (10) years after an intraocular lens (iol) implant surgery, the lens is cloudy. The surgeon has removed the lens. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
New information received stating the event occurred in the patients right eye. The lens was exchanged and the surgery was completed.

Manufacturer narrative:
The explanted lens was returned fully submerged in clear liquid inside a plastic specimen jar. The lens was removed from the liquid to evaluate. Both haptics are broken/cut in the gusset areas. The broken haptic portions were not returned. The optic is broken/cut in two halves. This damage is similar in appearance to damage from being removed during explant. A small split/cracked area is observed near the optic edge on each optic portion. Splintering cracks are observed from the edges of the cut damaged area of the optic. The lens was allowed to fully air dry for further assessment. The lens does not appear to be opacified after drying. The lens was cleaned using lphse for further assessment. The lens was allowed to fully dry. The lens does not appear opacified after cleaning and drying. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products are unknown. The root cause cannot be determined for the complaint of "clouded, iol explanted". The lens has been implanted for 15 years. The explanted lens was returned in pieces submerged in liquid. After drying and after cleaning, the lens does not appear to be opacified. Extensive lens damage was observed. The file indicated that this company 19.5 diopter lens was replaced with a non-company lens ( abbott sensar ar 40e, + 19.5 ). During the manufacturing process, each lens is subjected to a 100% assessment of the power and optical resolution in order to determine acceptability per the lens model and diopter. The power and resolution of the returned lens could not be 100% re-evaluated due to the extreme optic damage. A power and optical resolution was attempted with the broken pieces of the lens. The lens demonstrates an acceptable optical resolution. The power assessment cannot be 100% confirmed due to the extensive damage of the explanted lens. The manufacturer internal reference number is: (B)(4).